Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the needle got stuck in the instrument. The instrument was not attached to any part of the patient when this happened. The surgeon removed the instrument from the patient and attempted to manually remove the suture. At this time, the needle broke. Portion of the needle still attached to instrument.